Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had intermittent b30 error occurred. It is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be faulty video cable connector, as it was confirmed during the evaluation that this connector was defective. Therefore, we surmised that the error code b30 (scope communication error) occurred because electrical communication was not performed properly due to the faulty video cable connector. Olympus will continue to monitor field performance for this device.